Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving prialt, bupivacaine and fentanyl at an unknown concentration and dose via intrathecal drug delivery pump for non-malignant pain. It was reported that when the pump was first implanted the patient's body couldn't tolerate the prialt in his pump; his memory was affected. This occurred (B)(6) 2014. The patient then switched to bupivacaine which worked well, but was still taking oral pain medication. When he was on bupivacaine, if he used the bolus the medication was "too strong ," but the patient didn't need the bolus "before." The patient was on fentanyl and bupivacaine because of the change in the law for opiates, and his healthcare professional (hcp) was trying to gradually get the patient off of oral medication. The patient had diabetes which caused nerve damage and neuropathy in his foot. The diabetes was diagnosed prior to the pump and the neuropathy/nerve damage began after pump implant. The pump was working but it was not solving the nerve pain since the hcp took the patient off of oral medications. This occurred (B)(6) 2017.. The patient was down to 15 mg morphine and his hcp was adding more bupivacaine because that helped a lot "before." The patient had chronic nerve pain since 1996 because of an injury, but waited to have the pump implanted until he was retired. No further complications were reported.